Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in pediatric and adult hernia procedures on (B)(6) 2025, and "on two separate days, with two different general surgery surgeons, they burned themselves using the cautery. The surgeons checked for any holes in the gloves". Further assessment found the electrode caused a "light burn...on the fingers", and "the surgeons confirmed there were no holes in the gloves". The procedure was completed "without problem" and with no delay, using "another of the same cautery". There was no medical or surgical intervention required for the burn, and no impact to the patient or others. There was no allegation of a device malfunction. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year lot history review shows a total of four (4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 30 reports, regarding 44 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the electrode tip may remain hot enough to cause burns after the current has been de-activated. Inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode, or by the active accessory being in close proximity to the conductive object. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in pediatric and adult hernia procedures on (B)(6) 2025, and ¿on two separate days, with two different general surgery surgeons, they burned themselves using the cautery. The surgeons checked for any holes in the gloves¿. Further assessment found the electrode caused a "light burn on the fingers", and "the surgeons confirmed there were no holes in the gloves". The procedure was completed "without problem" and with no delay, using "another of the same cautery". There was no medical or surgical intervention required for the burn, and no impact to the patient or others. There was no allegation of a device malfunction. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.